Event description:
It was reported that in (B)(6) 2013, all the external parts were changed, but the problem with sudden loud noise experienced by the pt multiple times a day continued. The loud noise is often painful.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.